Event description:
According to the reporter, during a procedure, the unit had cautery issues. The patient was burned using a conmed pencil and ft10. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).